Event description:
It was reported, that this patient with a cardiac resynchronization therapy pacemaker (crt-p) device. Recorded couple of signal artifact monitoring (sam) episodes. Upon review, technical services (ts) noted, oversensing of noise on the right atrial channel and right ventricular channel in an earlier sam episode. Which was believed to be caused by electromagnetic interference (emi). Both ra and rv lead measurements were stable. This device remains in service. No adverse patient effects were reported.